Manufacturer narrative:
Bottle 10 (ipa) was removed from the instrument at 17:58pm on (B)(6) 2016 for six (6) seconds, which is less than the minimum period configured period of 20 seconds, and insufficient tine to replace the reagent, in response to information displayed in association with an error code indicating that a protocol could not be scheduled. The station properties were reset at 17:58pm on (B)(6) 2016. Resetting the reagent station sets the concentration to the default value configured in the reagent types definition (100% in this instance); and resets the number of cassettes processed and the number of cycles and days to zero. However, the actual concentration of the reagent in bottle 10 (ipa) remained unchanged at 96.0%, because the reagent had not been replaced. The specific processing run from which tissue samples exhibited sub-optimal processing was not provided by the complainant. However, manufacturer evaluation of the instrument logs determined that the tissue samples exhibiting sub-optimal processing were derived from either the "factory 12 hr xylene free" protocol started in retort a at 18:44pm on (B)(6) 2016, which completed successfully at 06:42am on (B)(6) 2016; or the "factory 12 hr xylene free" protocol started in retort b at 18:45pm on (B)(6) 2016 which completed successfully at 08:47am on (B)(6) 2016. These protocols both comprised 140 cassettes, based on data entered by the user into the instrument software. Bottle 10 (ipa) was used for the first time in the final dehydration/clearing step of the "factory 12 hr xylene free" protocol started in retort a at 18:44pm on (B)(6) 2016; and was also used in the final dehydration/clearing step of the "factory 12 hr xylene free" protocol started in retort b at 18:45pm on (B)(6) 2016. The investigation identified that a use error occurred when a user affirmed in the instrument software that the reagent concentration in bottle 10 (ipa) was to be set to default value of 100% at 17:58pm on (B)(6) 2016. Specifically, the actual ipa concentration in bottle 10 (ipa) remained unchanged at 96.0% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The specific use error identified is not considered to have caused or contributed to the sub-optimal processing reported in this instance because the concentration of the reagent in bottle 10 (ipa) was above the minimum final reagent concentration of 95% required for ipa; and the following recommendation is outlined in the leica peloris/peloris ii user manual: "in general, xylene-free processing reagent changes should be based on concentration thresholds". However, it is important that manual replacement of the reagents is completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Investigation of this complaint found that the instrument operated within specification as designed during execution of both the "factory 12 hr xylene free" protocol started in retort a at 18:44pm on (B)(6) 2016 and the "factory 12 hr xylene free" protocol started in retort b at 18:45pm on (B)(6) 2016. The root cause of the suboptimal processing could not be unequivocally determined from the information available.

Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing from an overnight protocol which completed on (B)(6) 2016. The affected tissue samples were described as "cooked." Information provided to a third party service engineer indicated that all reagents on the instrument at the time of the complaint had been replaced on (B)(6) 2016 and the instrument was "working fine." On 06 april 2016, leica biosystems received information that the circumstances involved in this complaint did not result in serious injury to any patient.